Event description:
New information indicated that the left ventricular lead was determined to be dislodged instead of fractured. Attempts to reposition the lead were unsuccessful due to the patients anatomy. The lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the patient experienced phrenic nerve stimulation which was resolved by reprogramming the device. The phrenic nerve stimulation recurred at a later date. An attempt to place a new ventricular lead was unsuccessful. The patient would be scheduled for an epicardial lead placement.

Event description:
New information notes that on (B)(6) 2014 the patient fell hard and hit right shoulder. On (B)(6) 2014 the patient presented to the emergency room and was diagnosed with a left ventricular lead fracture and phrenic nerve stimulation. The lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.